Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 310-320 mg/dl.